Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited loss of capture (loc). The local field representative (fr) indicated that the lead had dislodged. The lead was then explanted during a routine pulse generator (pg) change out procedure. There were no adverse patient effects. A request for the return of the lead has been made.